Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for valve increased gradients and deployed valve exhibiting central regurgitation were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the patient was scheduled for a post dilation with a 23mm true balloon one year and nine months after the implant. During the procedure, the cath gradient was 30.9mmhg. CT dimensions from the post-transcatheter aortic valve implant (tavi) CT showed valve frame dimensions of 20mm outflow, 18mm middle, and 20mm inflow of inside stent frame. After the dilation, the frame was noticeably more expanded, with wide open central aortic insufficiency noted on root angiography." Increased gradient may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Calcification), non-structural dysfunction (e.g. Pannus), thrombosis (formation of blood clots on the valve) or endocarditis (bacterial inflammation). In this case, the valve was likely under expanded (as reported, CT dimensions from the post-transcatheter aortic valve implant (tavi) CT showed valve frame dimensions of 20mm outflow, 18mm middle, and 20mm inflow of inside stent frame.) The under-expanded valve could obstruct flow across the valve resulting in increased gradient. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the increased gradient. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, it is possible that the post-dilation with a non-edwards balloon leading to leaflet motion restricted or stuck open. Per IFU, it was recommended to post-dilate with the same delivery system. Post-dilation with non-edwards balloon could possibly lead to over stretch on the leaflet resulting in leaflet motion restricted and central regurgitation in short or long term, which is depending on the degree of stretching on leaflets. As such, available information suggests that procedural factors (post-dilation with non-edwards balloon) may have contributed to the central regurgitation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from our affiliates in canada, this was a case of a 23mm sapien 3 ultra valve implanted in aortic position by transfemoral approach. One year and three months after the implant, the echo gradient was 28 mmhg and the patient had shortness of breath on exertion. The patient was scheduled for a post dilation with a 23mm true balloon one year and nine months after the implant. During the procedure, the cath gradient was 30.9mmhg. CT dimensions from the post-transcatheter aortic valve implant (tavi) CT showed valve frame dimensions of 20mm outflow, 18mm middle, and 20mm inflow of inside stent frame. After the dilation, the frame was noticeably more expanded, with wide open central aortic insufficiency noted on root angiography. The decision was made to urgently implant a 23mm sapien 3 ultra valve as a valve-in-valve, which was done to nominal volume with success and ease. No perivalvular leak was noted on the root angiography. Post valve-in-valve cath gradient was 9mmhg. The procedure was deemed a success and the patient was noted to be recovering in the hospital.

Manufacturer narrative:
Investigation is ongoing.